Event description:
A cartridge leak was reported by the customer, who experienced the issue once. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. The customer was able to change the cartridge and resumed insulin therapy successfully.